Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown, which was not reproduced during evaluation. A review of the event history log identified improper shutdown. Evaluation observed and found that the battery contact pins were depressed and damaged on the back flex of the pump. The assignable cause is considered to be the dirt or dried liquid substance on the back flex contaminated the battery contact pins caused the battery pins to be fully depressed and damaged which was causing the pump not being able to fully charged. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shut down. The event occurred in the surgery department. There was no patient involvement. No additional information is available.